Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was that for some reason the device was not working properly. Patient stated that the right leg didn't have any stimulation at all and the left leg felt like it was doubled. Patient noted that they had the stimulation turned off and the stimulation was going to their hands. Patient said that if they moved their neck a certain way they could feel the stimulation in both hands. During the call agent walked the patient through making an adjustment to the stimulation. The patient mentioned for their right leg it was at 5.6 and for their right leg it was at 3.8. Patient stated they got group a only. Patient confirmed that the stimulation felt normal but after a couple of minutes the issue still persisted .the troubleshooting steps that were taken on the call did not resolved the issue. Agent redirected the patient to their doctor (hcp) for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that their handheld needed to be reset. Pt reset their device over the phone with tech services and the issue was resolved. Pt reported they have had no problems since then.